Event description:
It was reported that a microjoint fenestrated grasper had a broken articulink. This instrument was used in a clinical case; however, there is no info available to confirm whether the failure occurred during the case. No pt injury or adverse outcome reported.